Manufacturer narrative:
Additional manufacturing narrative: the returned device was evaluated. External visual inspection showed no damage. The device was able to power on using both ac and dc power, but power cycled continuously shortly after power up. The device was unable to obtain readings due to the power cycling. Internal inspection isolated the issue to a component of the system board (u6). A service history record review reveals that this unit was in the field for over three (3) years with no previous reported issues related to this reported event.

Event description:
The customer reported the device turns on and off by itself. No patient impact or consequences were reported.

Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted. Device not returned.

Event description:
The customer reported the device turns on and off by itself. No patient impact or consequences were reported.